Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a review of the black box revealed data from the date range of 07/27/2013 -7/27/2013. A review of the black box revealed evidence of a partially discharged battery installed on 07/27/2013. The battery cap was returned and used for the investigation. During evaluation, the battery cap tightly secured to the pump. The battery compartment was found to be intact. The current draws were within specifications. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. The reported "battery life" complaint was not duplicated during the investigation. Unrelated to the complaint, the text on the display screen was found to be pink and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).